Event description:
The customer contact reported operator error, which resulted in the patient not receiving medication as intended. On an unspecified date and time, the device was programmed in an unspecified mode to deliver morphine sulfate 1mg/ml, 1mg bolus dose, 6 minute bolus lockout, and 10mg 1 hour dose limit. At an unspecified time, the delivery was initiated. In 2007, during the night, the patient complained of pain and the patient's blood pressure (bp) ranged from 108/110mmhg to 210/110mmhg. The patient was treated with labetalol 20mg intravenously (IV) "almost every hour." At 0700, the patient continued to complain of pain. At that time, the nurse noted the device display incremented a bolus delivery. After an unspecified length of time, the patient again reported no experience pain relief. The physician was notified. The patient was treated with morphine sulfate 4mg IV. The patient reportedly "became comfortable and her bp lowered." At approximately 1000 during a bolus delivery, the nurse noted that the fluid flowed from the syringe into the cassette of the tubing set and then returned into the syringe. The delivery was stopped. The tubing set and syringe were removed from the device. The tubing set was reprimed and the therapy was resumed. The patient's bp reportedly stabilized. At 1300, the device was removed from clinical service. At 1500, the patient's bp was 116/82mmhg. During testing at the user facility, the device passed testing. It was reported that the syringe "was not properly seated in the box." There were no reports of adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.